Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported the needle is sticking through the cap. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the needle tip is through the plastic shield. The photo provided shows the sample received. Once the needle shield is removed on this unit, the needle should not be recapped. A device history record review was completed for provided material number 309626, lot 3251983. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3251983 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 25x5/8 rb needle was through the shield. The following information was provided by the initial reporter: "the customer has had multiple combo needles and syringes where the needle is sticking through the cap."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.